Manufacturer narrative:
Additional product code: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. DHR review was completed. Part number: 04.013.047 ; lot number: 7689737 ; part manufacturing date: 13 may 2014 ; manufacturing site: (B)(4); part expiration date: n/a ; nonconformance noted: n/a . A review of the device history record revealed no complaint related anomalies. The device history record shows lot 7689737 of ti spiral blades was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 7264892 met all specifications with no issues documented that would contribute to this complaint condition. A note to file was made to the DHR on 25 february 2013 to correct the recorded weight of the lot. This correction has no relation to the complaint condition, as it does not affect any features of the finished product. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient was implanted with one (1) 12mm hindfoot arthrodesis cannulated nail, one (1) spiral blade, one (1) end cap, two (2) unknown 5mm locking screws, and one (1) unknown 6mm locking screw on (B)(6) 2017. On unknown date, patient developed avascular necrosis (avn) and non-union. Patient was returned to surgery on (B)(6) 2018 where all hardware was removed. Patient was revised to one (1) 4mm cannulated screw and one (1) 6.5mm cannulated screw. Surgery was completed successfully with no delay. Patient status reported as stable. This report is for one (1) 75mm spiral blade for retrograde femoral nails. This is report 2 of 5 for (B)(4).